Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient developed a uti after use of the vinyl catheter. The patient was treated with bactrim.

Event description:
It was reported that the patient developed a uti after use of the vinyl catheter. The patient was treated with bactrim.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be 'materials of construction are not biocompatible." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."